Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connector inside wall plug was tightened during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys shut down during a case. No pt injury was reported.